Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 1111072. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. However, a maintenance intervention was performed for a potentially related defect, but the intervention was completed prior to any product becoming affected. To aid in the investigation of this issue, physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, plunger movement difficulty was confirmed. It has been determined that this incident was a result of an isolated occurrence on the manufacturing line related to the siliconization process. A correction was made to resolve this issue.

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger would not fully depress during use. The following information was provided by the initial reporter: "we received a complaint from a clinical area at the syringe does not fully depress, leaving saline in the syringe."